Event description:
The customer reported false positive antibody screening tests with biotestcell 3. The customer had neither returned the supposedly defective product nor the patient samples that had caused false positive test results. Our quality control laboratory is still testing the retained sample of biotestcell 3 with different samples and controls. As soon as we will get test results, we will send in our final report on this incident.

Event description:
The customer reported false positive antibody screening tests with biotestcell 3 in the ortho gel system. The customer reported that the antibody screening tests were correctly negative when he repeated the testing with freshly prepared cell suspensions according the instruction for use for gel system. The customer has returned the supposedly defective product. But at that time the supposedly defective product has already been expired. Therefore a judicious testing in our quality control laboratory was not possible. The gel card system is not suitable for the customer´s intended application: detection of unexpected antibodies. In this case, we recommend the tube test and solidphase test solidscreen with tango optimo. This complaint was caused by a customer's handling error. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.